Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days after implant, the right ventricular (rv) lead exhibited high threshold, an acute decrease to low pacing impedance, and an acute decrease of r-waves. The patient had experienced a right ventricular perforation and pericardial effusion. An rv lead revision occurred, and the lead remains in use. Additionally, the right atrial (ra) lead exhibited an acute decrease of pacing impedance, though it was noted to still be in expected range. The ra lead remains in use. No further patient complications have been reported as a result of this event.